Event description:
It was reported that the user experienced blood glucose (bg) fluctuations while using the ilet and self-treated a low bg (69 mg/dl) by eating breakfast without announcing a meal, which affected system dosing and perceived glucose accuracy leading to hyperglycemia reaching a peak of 222 mg/dl. Symptoms included hypoglycemia and hyperglycemia. Outcomes included temporary interruption of normal device use and need for user coaching. Investigation included complaint handling, user interview, and product-use education. Investigation of this case revealed user-managed overtreatment of hypoglycemia and inappropriate meal handling that interfered with algorithmic delivery rather than a device malfunction. It was concluded that the event was due to user technique; the device functioned as designed and no device defect was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.